Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the guidewire was stuck in the left ventricular lead lumen. The lead was not installed and new lead was implanted without any adverse events.